Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to the cutter driver. No other ancillary devices were included. The hawkone was received with the distal flush tool(dft) placed over the distal assembly. The thumb switch of the hawkone was in the retracted position and the cutter was pulled back into the cutter window. The dft was moved back off from the distal assembly. Tissue was noted within the hawkone housing. The guidewire tubing was damaged. The proximal end showed the tubing torn off from the proximal end approximately 1cm from the proximal end. The remaining segment of the guidewire tubing of the housing showed a longitudinal zipper tear. No damage to the guidewire tubing of the rotating tip was noted. The cutter driver power switch was in the off position. No damages or anomalies to the cutter driver were noted during inspection. Functional testing: the power switch of the cutter driver was placed in the on position and retracted the thumb switch. The cutter driver activated as intended and gave no indication of the motor not engaging. The cutter advanced approximately 2.5 cm distal the cutter window. A 0.014" guidewire from the lab was front loaded. The guidewire entered the rotating tip guidewire lumen and entered the distal portion of the housing lumen but, was then observed to show where the zipper tearing was present and the guidewire protruded. The thumb switch was retracted back into the cutter window with the power switch in the on position for 10 seconds. The cutter activated as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone to treat a severely calcified plaque with 70% stenosis in the left distal proximal superficial femoral artery and popliteal artery. Artery diameter was 6mm. Physician used a non-medtronic 7fr, 55cm sheath and a 4mm spiderfx embolic protection device. IFU was followed and the device was prepped without issue. The vessel was pre-dilated. The thumbswitch was turned off with resistance for removal of the device from the patient. It is unknown if the cutter returned to the housing. It was reported that there was damage to the guidewire port and the cutter was not able to move to facilitate cleaning or advance back into the catheter. This was only noted after removing the device safely from the patient. It was also noted that the cutter driver sounded like it was going flat. The physician also reported the cutter was not able to be advanced or retracted and the guidewire port was noted to be damaged close to the cutter window. The procedure was completed using another hawkone. The vessel was post dilated.